Event description:
After turning the patient, white lumen noted to be snapped in half at connection of lumen tubing to nad transition. The line was not pulling or pinned under the patient. There was no indication for the line to be broken. The line was quickly clamped. Cvc was removed, and patient received a peripheral IV. Plan for patient to receive PICC line.